Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance was that the ped tip protective sheath (small wings) could not be retrieved into the microcatheter. The cause of migration was said to be that the patient's blood vessels were tortuous, and the 6f115navien could not be pushed to go upper, resulting in the inability of the microcatheter to transmit force.

Event description:
Medtronic received a report that during the dense mesh flow-diverting stent embolization procedure for an aneurysm, after standard deployment in the middle cerebral artery, the stent opened normally. Since the aneurysm neck was 5mm from the end of the internal carotid artery and the operator did not want to cover the a1 segment, the stent was withdrawn to the end of the internal carotid artery. At this point, the tip end of the stent dropped to the aneurysm neck. Considering the anchoring distance was insufficient, the operator attempted to recapture the stent for redeployment, but approximately 5-6mm of the stent could not be pulled back into the microcatheter. Various methods were attempted during the process, but recapture was unsuccessful. Subsequently, the intermediate catheter was advanced, and both the stent and microcatheter were removed together. After removal, it was found that the protective sheath of the dense mesh flow-diverting stent was stuck at the tip of the microcatheter. Attempts to recapture in vitro were also unsuccessful in getting it back into the microcatheter. The operator then replaced the stent with a ped-350-18. After anchoring the stent in the middle cerebral artery, it was successfully deployed and the procedure was completed. The catheter normally deployed the ped-350- 18 stent. There was resistance in the distal section of the catheter. The catheter was flushed continuously with heparanized saline. The pipeline did not become stuck. There was no damage observed on the catheter or pushwire. No patient symptoms or further complic ations were reported as a result of this event. The patient is alive with no injury. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of an amorphous, unruptured posterior communicating segment aneurysm of the internal carotid artery with a max diameter of 5 mm and a xxx 4 neck diameter. The landing zone was 2.9 mm distally and 3.4 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was normal. The angiographic result post procedure was the dense mesh flow-diverting stent perfectly covered the aneurysm. Ancillary devices include a navien 6f 115 guide catheter, phenom 27 microcatheter, synchro 200cm guidewire.

Manufacturer narrative:
Continuation of d10: product ID ped-350-16 (d019637); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.